Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, an access site dissection was observed at the end of the procedure. Percutaneous transluminal angioplasty (pta) with stent placement was performed at the access site. No additional adverse patient effects were reported.